Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was successfully deployed. Because of antomical constraints within the aneurysm sac, the physician was unable to access the contralateral leg hole, to position the contralateral device. Thus, he converted to an aorto-uni-iliac approach, deploying another trunk-ipsilateral device inside the existing one. The open ended iliac artery was ligated and a femoro-femoral crossover graft was ligated and a femoro-femoral crossover graft was implanted. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices placed in this case.